Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device 30367890m number, revealed no internal action related to the complaint was found during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 3/24/2020 and d4. Expiration date 3/25/2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a female patient ((B)(6) lbs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and cardiac arrest (requiring cardiopulmonary resuscitation (CPR)). During the procedure while mapping in the right ventricular outflow tract (rvot), the catheter perforated the septal aspect of the rvot. In addition, the physician noticed an atrial signal on the ablator tip, but he continued with the study. The patient¿s blood pressure began to drop, and the patient became symptomatic, nauseated and then vomited. The nurse checked the patient¿s pulse and there was no pulse. The patient went into a pulseless electrical activity (pea), and CPR was applied. The patient went into a ventricular tachycardia (vt) rhythm, and CPR continued. Pericardiocentesis was also performed, and a minimum of 600 cc of fluid were removed from the pericardial space. The patient became stable, but then went back into cardiac arrest and CPR was performed again until the patient became stable. The catheter was still in the patient¿s heart and the fluoro image showed the catheter was at the heart border. The catheter was not removed, and the patient was transferred to the operating room (or) for surgical repair via sternotomy. The surgical intervention was successful, and the patient was reported in stable condition and had fully recovered. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. No biosense webster product malfunctions nor error messages were reported. Transseptal puncture was not performed during the case. Radiofrequency (rf) was not delivered throughout the procedure. The catheter irrigation was set at 2 ml/min.